Event description:
Per the customer the device was bent after validation which can lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d3, d5, g1, h3 and h4. H6 coding has been updated to reflect investigation conclusion.

Event description:
Per the customer the device was bent after validation which can lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.